Event description:
Reporter alleged the test strip vial label has no writing on it and is completely rubbed off. It was reported being unsure if it was ever cleaned with anything however it was an old vial. Reporter stated there were no actions taken and no treatment received as a result of the alleged report. A request was made for the return of the suspect product and replacement product was sent.